Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was found defective during use. The following information was provided by the initial reporter: "writing to inform you that... Infusion identified defective tubing."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was found defective during use. The following information was provided by the initial reporter: "writing to inform you that... Infusion identified defective tubing."

Manufacturer narrative:
H.6. Investigation summary: one sample of material number 2426-0007 was submitted for quality investigation. The customer complaint of tubing defective/damaged was not verified by visual inspection, however, examination of the sample indicates that the infusion set separated at the lower pumping segment fitting. Further examination under magnification shows that there is a lack of solvent on the tubing and in the lower pumping segment fitting. A device history record review for model 2426-0007 lot number 22099141 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A lack of solvent on the tubing and in the lower pumping segment to sustain a solid connection was seen in the investigation. Incorrect gluing of the tubing to the lower pumping segment is the root cause for the failure seen in the sample. A quality alert has been generated to prevent this defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.